Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
There was no patient involved. The device will not switch on with known good pad-pak.

Event description:
There was no patient involved. The device will not switch on with known good pad-pak.

Manufacturer narrative:
Capacitor c9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. A breakdown of c9 would result in an 18v short to gnd. This would then cause an installed pad-pak to potentially blow its fuse. This would account for the blown fuse in the returned pad-pak and the reported fault of device failing to power on. During testing a test pad-pak was installed and although the fault did not cause the test pad-pak fuse to blow it did have a significant impact on the voltage due to the excess current drain and resulting in the device shutting down with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. The device performed to specification throughout the history log until the 29th january 2017, therefore, it is assumed the component failed after this time. Furthermore, after replacing capacitor c9, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The concession outlined in the product history review would have had no impact on the failure of component c9. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.